Event description:
It was reported: a patient with a distal communitive femur fracture, was treated with a 9 mm t2 femoral nail retrograde. The nail broke at the oblong hole (on the tip of the nail, in this case proximal) after 4 weeks. According to the surgeon, the patient was treated without load-bearing. Patient was revised.